Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique resulting to peritonitis which was manifested by cloudy effluent and abdominal pain. The breach was further described as the patient made a mistake and did not wear a mask during pd therapy. On the same day, the patient was hospitalized for the event and began treatment with fortum (1gram once a day, intraperitoneally, prescribed for 14 days) and injection amikacin (500 mg, twice a day, intraperitoneally, prescribed for 14 days) . On an unreported date during hospitalization the patient was retrained on proper aseptic technique. Six days after onset the patient was recovered and was discharge two days later. Dianeal and extraneal therapies were ongoing. Additional information is not available.

Manufacturer narrative:
Additional information, describe event or problem: upon follow up it was reported treatment with fortum and amikacin was discontinued, thirteen days after initiation. It was reported the patient was ¿doing good and had no other adverse events now¿. Should additional relevant information become available, a supplemental report will be submitted.